Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default initial reporter last name: (B)(6). Investigation summary: bd molecular quality initiated investigation on the customer report regarding one (1) (B)(6) specimen associated with an unequivocal cytology diagnosis. Quality investigation required review of the batch history records from the customers reported reagent batch, review of the customer feedback, and complaint trending review. The batch history records were reviewed and no discrepancies were noted. Review of customer feedback reveals that the cytology results were (B)(6) and (for (B)(6) legions) and (B)(6) on the viper lt system close to the clinical cut off). There is not 100% sensitivity or specificity on the bd viper lt system (or any molecular diagnostic system). Review of the past year of complaints reveals there are no complaint trends related to (B)(6) discordant results on the bd viper lt system. Bd molecular quality will continue to closely monitor for trends associated with (B)(6) discordant results. There was no corrective action taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that while using bd onclarity (B)(6) assay reagent pack (B)(6) results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "the specimen at position c01 in run#10 on (B)(6) 2021 was found to be (B)(6) on the viper lt. While the cytological examination for this same sample gave a (B)(6)." After analysis of the viper csv "c" file, it appears that dna was detected for this sample, but with a CT slightly higher (34.7 cycles) than the clinical threshold of the test (34.2 cycles). Viper lt and cytology reports are attached. Update: were any erroneous results reported to the clinician? No. The lab decided to modify the results given by the instrument (bd viper lt) and reported the result as (B)(6) to the clinician. Is a confirmatory test always performed? No. Not always. But this patient has a history and was known to be (B)(6) in the past. Thats why both tests ((B)(6) pcr assay on the bd viper lt + cytology) were performed was there any negative impact on this patient? No.